Manufacturer narrative:
Date of submission 08/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2016 with the following findings: the left side of the keypad was found to be torn with the bottom lifted up. During investigation, the up arrow and down arrow buttons were found to be under responsive. The ok and contrast buttons were working properly. The keypad cover was removed, revealed that the up and down arrow button contacts were misaligned. Unrelated to the original complaint, a battery compartment crack was found below the grip pad. Additionally, the audio bolus button cover was missing, and the button response was unable to be tested.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.